Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4. Medical device expiration date: unknown. D4. Unique identifier (UDI) #: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 2. It was reported while using an unspecified bd vacutainer® tube, an unspecified number of tubes underfilled and were stored at incorrect temperature prior to use. There was no health impact or consequences reported.

Event description:
Report 2 of 2: it was reported while using an unspecified bd vacutainer® tube, an unspecified number of tubes underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated with corrected or additional information: b5. Describe event or problem: report 2 of 2: it was reported while using an unspecified bd vacutainer® tube, an unspecified number of tubes underfilled. There was no health impact or consequences reported. E1. Initial reporter city: (B)(6). E1. Initial reporter facility name: (B)(6). E1. Initial reporter addr 1: (B)(6). E1. Initial reporter zip: (B)(6). Imdrf annex a grid: a1002 - excessive heating (3022) was removed after receiving additional information. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.